Event description:
It was reported while using bd maxzero¿ needle-free valve leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the nurse team has notified the needleless bdmaxzero connector due to liquid leakage through lid's sides. No cracks have been observed according to glasses observation, but according to the nurse staff there is a leakage.

Manufacturer narrative:
Investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint sample was from lot 21056494. The feedback provided by the customer suggests leakage was detected during use of the maxzero device; however, no cracks or other visible defects were detected. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21056494 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.